Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a procedure to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity, a perforation was noticed. A 2.8x19 mm graftmaster covered stent was attempted but could not cross to treat the perforation. Another 2.8x16 mm graftmaster covered stent was attempted but again could not cross. Long balloon inflation was performed and this sealed the perforation. There were no adverse patient sequela. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.